Event description:
At about 10 months after the primary surgery, the patient came in reporting instability and the cause of the laxity is unknown. The surgeon revised the liner (10mm) with a thicker one (13mm) and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 19-oct-2022: lot 2101686: (B)(4) items manufactured and released on 21-apr-2021. Expiration date: 2026-04-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.